Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty revision surgery. During the procedure, as the surgeon went to impact 12mm spacer in reverse shoulder stem, the threads on the taper impactor broke off into the spacer implant upon impaction. The threads that had broken off were then left in the patient.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk humeral spacer lot#unk item# unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.